Manufacturer narrative:
Method: the device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. Being investigated. (B)(4).

Event description:
It was shredding during the anastomosis process, it would not hold the suture. Attending physician was (B)(6). On (B)(6)2010, (B)(6), the mcv rep provided some additional information: the procedure was a distal fem-poplitial bypass. They completed the procedure by resecting the portion of the graft where the graftotomy was done for an intraoperative embolectomy, which subsequently they had difficulty closing due to the shredding of the graft. They then used a portion of the graft they had previously cut off and replaced that section via an interposition graft. The case did go longer than planned. On (B)(6)2010, (B)(6), received a call from (B)(6)the assistant during the case. She did tell me the patient was doing fine after post-op day 1. They used a taper needle prolene and attempted a gortex suture. We discussed the distance of 2 mm bites away from the edge and having 0 tension on the graft. They did all the right things according to their verbal account to me. On (B)(6)2010, (B)(6) said the surgery was delayed by at least an hour. At this point the patient is fine.